Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse replaced the driver board, homed all motors successfully and replaced the sample nozzle damaged during the repair. The fse updated to software to version 1.34. The daily check passed, qc was run and all values were within range. The aia-360 analyzer was functioning as intended and all errors cleared. No further action required by field service. The probable cause of the event was that the top piece of tubing on the b/f wash probe popped off and resulted in the driver board shorting out. A complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a mixer home sensor error (4007) and mixer slip error with the aia-360 analyzer. The customer re-booted, however, the error persists. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.